Manufacturer narrative:
(B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was successfully extracted from the returned sensor using approve software. Sensor state 7 with event log 11, 224, and 227, and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased and snapped was observed on the pcba (printed circuit board assembly) due to de-casing. The returned battery voltage was measured to be within specification range. Did not uncensored the battery. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly. However, sensor did not scan after de-casing. An extended investigation has been performed. Visual inspection was performed on the returned sensor and observed pcba snapped and molex connector removed. Attempted to extract data from returned sensor, but sensor did not read due to an error. The returned sensor was de-cased again and visual inspection was performed on the returned sensor¿s pcba (printed circuit board assembly), damage was observed due to de-casing and pcba got cracked right through. Pcba did not able to function as design intent due to this damage. The returned battery voltage was measured to be within specification range. Therefore, this issue is unable to test. Section h6: (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.